Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 200 ohms. Noise was also observed on the rv channel but it was not being sensed. The ICD and rv lead were reprogrammed and remains in service. No adverse patient effects were reported.